Event description:
The facility reported an infusion pump with a failure code 703 condition. Information was not provided regarding whether or not the failure occurred during an infusion. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the infusion pump is with the customer. Should the infusion pump be further evaluated, a follow-up report will be filed upon completion of the evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.